Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and button error alarm. Customer's blood glucose value was 540 mg/dl at the time of the incident. Current blood glucose was 132 mg/dl the insulin pump will not be returned for analysis.